Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ stand-alone device the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: 3 way was labelled as 4 way.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the 3-way product was with 4-way documentation. Bd determined that the cause of the failure was related to our manufacturing process. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd connecta¿ stand-alone device the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: 3 way was labelled as 4 way.